Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No concessions or deviations related to the reported issue were identified. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6) 2018. On visual inspection, the membrane tail was found to have been incorrectly installed. This resulted in the pins within the j11 connector not correctly aligning with the membrane tail tracks and the shock key line remaining in open circuit. A 360p device has no shock button; the shock key line is tied to ground via track 8 and track 9 on the membrane tail. The open circuit between these tracks had therefore resulted in the device failing self-tests due to a shock key error, hence the reported issue of a ¿warning, device service required¿ prompt. The fault was resolved after correctly reinstalling the membrane into the j11 connector. Heartsine records indicate the device had performed to specification throughout testing on the (B)(6) 2018. This would indicate the membrane tail had made sufficient contact with the j11 pins at that time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 360p.

Event description:
Device switches on automatically. There was no patient involved.